Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, experienced rectal discomfort, and cone beam computed tomography (cbct) showed that the hydrogel was moving posteriorly, the hydrogel was almost gone. The computed tomography (CT) sim images were revied and it seemed that the hydrogel was placed under the rectal wall and made his way through the hole of the lumen. The patient will proceed with his radiation treatment,

Manufacturer narrative:
Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.